Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported event of low transmitter battery error message was confirmed by data. Also, the data evaluation confirmed a transmitter failure. A root cause could not be determined. Based on the findings of the transmitter failure, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. The customer complaint could not be confirmed with transmitter testing; however, a review of the shared log confirmed the reported event of a low transmitter battery. The root cause was could not be determined.